Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypertension ("high blood pressure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hypertension (seriousness criteria medically significant and intervention required). The patient was treated with antihypertensives and surgery. Essure was removed. At the time of the report, the hypertension was resolving. The reporter considered hypertension to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : hypertension" incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypertension ("high blood pressure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hypertension (seriousness criteria medically significant and intervention required). The patient was treated with antihypertensives and surgery. Essure was removed. At the time of the report, the hypertension was resolving. The reporter considered hypertension to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : hypertension". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.